Event description:
A patient reported experiencing inaccurate erratic results with an ot basic meter. The patient's blood glucose results were 20.5 mmol, 3.2 mmol. Tests were done 20 minutes apart with a difference of 129%. Patient did not experience any adverse events. No further information has been reported.